Manufacturer narrative:
The device was returned and investigated. Returned device analysis could not confirm the reported difficult to open or close (gripper actuation - single) as both grippers were able to lower and raise as intended without issue. The discrepancy between what was reported (single gripper actuation issue) and what was observed (no gripper actuation issue) could be due to interactions during the procedure which resulted in increased tension on the device and/or the user technique which contributed to the user experience; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional 2 devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) of grade 4. The clip delivery system (cds) was prepared for use and no issues were noted. The cds was advanced into the patient anatomy. During steps to independently identify the grippers, it was noted that the anterior gripper would not drop. The grippers were cycled in an attempt to get the gripper to drop, but the gripper would not work. The device was removed without issue. An xt clip was implanted without issue, reducing mr to trace/mild. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.